Event description:
A health professional reported that the tip of a capri inserter threaded shaft was deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.